Manufacturer narrative:
Reliability analysis inspected 2 opened/used enlite sensors and found 1 of 2 sensors with cannula broken in half. Broken part missing. Unable to confirm customer received sensor in said condition due to customer returned opened/used. Also performed bicarbonate buffer test remaining sensor passed per specifications with accurate readings.

Event description:
Customer reported via phone call that the sensor alarmed a calibration error alarm and change sensor alarm. Customer's blood glucose was 204 mg/dl and sensor glucose was 79 mg/dl. Customer was advised to change the sensor. Customer was advised the damaged sensor will be replaced. Customer agreed to return the sensor for analysis.